Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that they were in a grocery store in the afternoon when he passed out. The patient was told that he was walking erratically. Emergency medical services (ems) was called and he was escorted to the front of the store to wait for the paramedics. He recalled that his cgm displayed 84 mg/dl without any alarms or arrows. Once he became alert but still in the ambulance, the paramedics told him that his blood glucose was 32 mg/dl when they arrived. The medical treatment that was provided included intravenous (IV) therapy and glucose. After treatment, his cgm displayed 63 mg/dl then jumped up to 82 mg/dl; however, his blood glucose per the paramedics was 159 mg/dl. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.